Event description:
The following description of the event and the condition of the patient was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. "[Name removed] called and stated that the rt said that the alarm silence button isn't working correctly. He stated that the rt said that the alarm silence seemed to stay on for over 2mins, and at one point, it seemed like it was silenced continuously. He was not able to duplicate the problem, the alarm seemed to only silence for the 45seconds. He was able to get the rt that saw the problem and have them show him how they had it setup etc. They both weren't able to duplicate the problem, but the rt was very concerned because they saw it doing this on a patient, and doesn't' feel comfortable using the unit. No harm or compromise to the patient, they just swapped the unit out. I recommended a service call. Would recommend they replace the alarm board. Gave him pricing for the alarm board and gave him labor and travel rate. He will have po# ready when the field rep calls him."

Manufacturer narrative:
The cardinal health post market quality assurance dept. Sent a letter to the user facility seeking additional information concerning the reported event and the status of the patient. As of the date of this report, the user facility has not responded to that letter. The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. The following information concerning the evaluation of the device is a summary of the information documented by the cardinal health field service rep. The cardinal health field service rep. Evaluated the device and determined that the root cause of the reported event was a faulty alarm board assembly. The cardinal health field service rep. Replaced the affected component and ran the device through a complete checkout to ensure that it meets factory specifications. Upon completion, the device was returned to the user facility's control ready to be placed back into service.